Event description:
It was reported that there was proximal type I endoleak that was repaired with and endurant cuff; however, the proximal type I endoleak was not resolved. The physician modified the aortic cuff by removing the bare spring and two stent rings. A palmaz stent was implanted and the endoleak was resolved. There was also an endurant extension added to the right iliac limb proactively. There was no CT done only an ultrasound, due to renal issues. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak).